Event description:
Patient reported right side rupture diagnosed via MRI. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6 d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as surgical damage. . As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported right side rupture diagnosed via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.